Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that meter was not sending blood glucose readings to insulin pump. During troubleshooting, it was found that meter was not programmed to insulin pump. Customer's blood glucose was 401 mg/dl. Customer declined troubleshooting for high blood glucose.